Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus) as the device stopped working three months after the implant surgery. No additional information was provided.